Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported oncology had a fractured PICC line. Chemo was not infusing at the time of leakage, but the patient would have received chemo on previous occasions through the line. Securement device used - securacath. There was no impact on the patient, the issue was noted while flushing saline and the line was removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 46cm. PICC was inserted in the basilic vein, right sided placement, 5cm exit site marking. Oncology treatment, infusated used: avastin. Break was at the 7cm mark 3 months after insertion. 3ml chloraprep used to clean catheter site during dressing changes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed in the catheter tubing at the 7 cm depth marker. A section of the catheter was found to be flatten between the 2 cm and 4 cm depth markers. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported oncology had a fractured PICC line. Chemo was not infusing at the time of leakage, but the patient would have received chemo on previous occasions through the line. Securement device used: securacath. There was no impact on the patient, the issue was noted while flushing saline and the line was removed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 46cm. PICC was inserted in the basilic vein, right sided placement, 5cm exit site marking. Oncology treatment, infusate used: avastin. Break was at the 7cm mark 3 months after insertion. 3ml chloraprep used to clean catheter site during dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant /reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported oncology had a fractured PICC line. Chemo was not infusing at the time of leakage, but the patient would have received chemo on previous occasions through the line. Securement device used - securacath. There was no impact on the patient, the issue was noted while flushing saline and the line was removed. No other information was provided.